Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 100% stenosed and chronically occluded target lesion located in the severely tortuous distal right coronary artery. Pre-dilation was performed with a 2.0mm unspecified balloon. Next a 3.5x20mm promus element stent was advanced for treatment but could not cross the lesion. Upon removal, stent damage was noted of the proximal edge of the stent. Additional pre-dilation was then performed proximal to the lesion with an unspecified 2.5mm balloon and a 3.5x33mm non-bsc stent was implanted to complete the procedure. No patient complications occurred and the patient status is good.